Manufacturer narrative:
The limited information available indicates that a revision procedure occurred. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; implant date: unknown; the PMA/510(k) number - unknown; manufacture date ¿ unknown. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-01510 / 01512 and 2014-07199).

Event description:
Legal counsel for patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, on (B)(6) 2012, patient underwent a revision due to allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, on (B)(6) 2013 patient underwent a revision due to pseudotumor formation. The patient¿s operative report noted pseudotumor, fluid, necrotic debris, tissue staining, and muscle necrosis. It is unknown if patient is bilateral or if an additional revision was performed. Additional information received in patient medical records noted that on (B)(6) 2013 patient¿s blood was tested.